Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® urine collection cup has been found experiencing sterility issues and leakage before use. The following has been provided by the initial reporter: on (B)(6) a hole has been found on several devices ref. (B)(4). The devices lose their sterility and urine flows out of the cup. Clinical consequences: new sample to be made on compliant devices.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect causing a hole with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect causing a hole was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® urine collection cup has been found experiencing sterility issues and leakage before use. The following has been provided by the initial reporter: on december 6, a hole has been found on several devices ref. 364941 the devices lose their sterility and urine flows out of the cup. Clinical consequences: new sample to be made on compliant devices.